Event description:
The customer reported the system displayed poor image quality. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier was found faulty. Image intensifiers for the 6600 model are obsolete and no longer manufactured. No conclusion can be drawn.